Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant,  the right atrial (ra) lead exhibited oversensing on atrial tachycardia/atrial fibrillation (at/af) stored  electrograms (egm), far field r-wave (ffrw) and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.